Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used on a percutaneous endoscopic gastrostomy procedure. Procedure date in unknown. According to the complainant, during preparation, it was noted that there was a crack at the bottom end of the peg tube. It was unknown whether the crack was at the loop end or the bolster end of the peg tube. This device was not used in the patient. A new endovive safety peg kit pull method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used on a percutaneous endoscopic gastrostomy procedure. Procedure date in unknown. According to the complainant, during preparation, it was noted that there was a crack at the bottom end of the peg tube. It was unknown whether the crack was at the loop end or the bolster end of the peg tube. This device was not used in the patient. A new endovive safety peg kit pull method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found that a portion of the dome (internal bolster) was torn off. The torn portion of the dome was not returned. The dome did not present any molding defects which might have contributed to this failure. It was noted that the condition of the returned unit was consistent with the complaint incident that the bottom end part of the tube was cracked. The dome did not present any molding defects which might have contributed to this failure and the DHR review confirms that the accepted device met all manufacturing specifications. The issue was noted during preparation and outside the patient, therefore the most probable root cause is ¿handling damage¿. A device history record (DHR) review of lot number 16157158 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16157158.

Manufacturer narrative:
(B)(4) for the reported event of feeding tube torn/split. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.